Event description:
During the index procedure a dissection occurred, side branch occlusion, and abrupt closure. Two months post index procedure the patient was treated for a denovo lesion in the proximal lad using a 2.5x28mm cypher stent and a 2.75x8mm taxus stent. In addition the 1st obtuse marginal was also treated with poba. Two months later the proximal circumflex treated at index procedure was treated for restenosis with poba.